Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens implanted.

Manufacturer narrative:
Per medical review - reportedly icl was explanted almost two years post-implantation to address decrease of visual acuity due to a cataract development. According to the completed dcr, dated on (B)(6) 2014, the type of a cataract was anterior subcapsular combined with posterior subcapsular and was attributed to the device. After uneventful cataract surgery and icl removal, a toric iol was successfully implanted and prognosis was good (va 20/20). Even though the surgeon wrote that cataract was caused by a device it should be noted that patient related factors (genetics, post-op healing, etc.) Could have contributed to the event. The anterior subcapsular cataract lies directly under the natural lens capsule and is associated with fibrous metaplasia of the anterior epithelium of the lens. The posterior type lies just in front of the posterior capsule and is associated with posterior migration of the epithelial cells of the natural lens. The literature reports that (B)(4) of patients develop a cataract following icl implantation but only in (B)(4) progress to clinically significant, especially in high myopes and older patients. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. (B)(4). .

Event description:
Additional information received - the facility reported the date of cataract diagnosis was (B)(6) 2014. The cataract was an anterior/posterior subcapsular cataract and the cause was due to low vault/no vault of the lens. The lens was explanted on (B)(6) 2014. The cataract was removed and an iol was implanted. The patient's post-op va was 20/20 and the prognosis was good.

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in her left eye (os). The patient reported she has lost vision due to the development of a cataract. The lens was implanted on (B)(6) 2012 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.